Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-aug-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient had her pump explanted in (B)(6) 2018 because the pump was "breaking her ribs." She noted that the issue began about a year before, in 2017. She noted that when the pump was explanted, the catheter "with the metal piece" was left in her body. She was going to have an MRI which was unrelated to the device or therapy, and was inquiring about the metal piece left in her. No further complications were reported.